Event description:
Event description cpi received information that this transvenous defibrillation lead was capped due to inadequate shocks. The lead revision noted the pace/sense lead was broken near the connector terminal. A new pace/sense lead was implanted.